Event description:
It was reported that during a thyroid procedure the device was firing scissored clips. Another device was pulled and the same thing occurred. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.